Event description:
It was reported pt experienced a shocking or jolting sensation following a fall. The pt indicated about 3 days ago, she fell in the bath tub and landed on the implantable neuro stimulator (ins). The site was all bruised up. The pt went to the ER and was in the observation suite for 24 hours. The pt indicated the physician saw her, but did not check the device. The pt was sent home with some antibiotics. The pt was having a temperature. The location of pt's symptom was at the ins. The pt was home. The pt stated when stimulation was turned off, shocking sensation was gone. Shocking occurred only when stimulation was turned on. It was later reported company representative indicated that they had met with the pt last week and reprogrammed device. The pt stated she did not feel any jolts after the device was set. Then when pt got up to leave, she claimed that she felt a jolt again. The pt did not want the device taken out because she stated that it worked great for her retention and she did not have to self-cath with the device in and turned on. The pt indicated that if she got to the point where the tiny jolting got too irritating, she will notify her physician. Otherwise, she will leave the device on because it was helping her. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).